Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken striated on radius side assessed as surgical damage. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ yellow particles on the surface of the shell. ¿ wear abrasion observed.

Event description:
Healthcare professional reported a right side removal due to patient's concern with the product and deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side removal due to patient's concern with the product and deflation. Device has been explanted and replaced.